Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The hcp reported that the patient had an magnetic resonance imaging (MRI) yesterday and the pump was read today and was still showing a motor stall. Reviewed possible telemetry mode. The hcp reported that they thought it had been about 20 min since he first read the pump and read it again and was still showing a stall. Agent reviewed to keep checking periodically until they could confirm motor stall recovery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.